Event description:
It was reported by an attorney that the patient sustained severe physical injury, severe emotional stress, mental anguish due to failure, removal/replacement and or inability to have the lead removed or replaced. It was further reported that thirteen years later, the right ventricular (rv) lead exhibited high thresholds and triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and pacing impedance variation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407645 lead, implanted: (B)(6) 2006; ddpb3d1 ICD, implanted: (B)(6) 2021. The initial reported event of lead failure and emotional changes was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.